Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: fourteen unopened pouches. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfilled the requirements: a 8.11 kgf in average and 7.61 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Tested the needle attachment strength of the closed samples received and the results fulfill the requirements: a 2.77 kgf in average and 1.72 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled requirements. Remarks: as indicated in the instructions for use of the product: "when working with safil suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked". Final conclusion: although the results of the samples received fulfilled the specifications, this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Malaysia. Safil 1 hr40s - dr (B)(6) encountered sutures snapped on 4 cases. Dated respectively on (B)(6) 2018 got 2 cases and (B)(6) 2018 got 2 cases using this lot 117283. Expiry 2022-09-20.